Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty with interrogating the device with their home monitoring communicator. A latitude patient support specialist performed troubleshooting with the patient. Disk analysis was performed in which it was noted the home environment seemed unlikely to be the cause. It was questioned whether the device was prematurely depleting. The patient was advised to work with clinic to verify radio frequency settings in the device. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been returned for analysis. A supplemental report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty with interrogating the device with their home monitoring communicator. A latitude patient support specialist performed troubleshooting with the patient. Disk analysis was performed in which it was noted the home environment seemed unlikely to be the cause. It was questioned whether the device was prematurely depleting. The patient was advised to work with clinic to verify radio frequency settings in the device. The device remains in service. No adverse patient effects were reported. Additional information was received that additional attempts to interrogate the device were made and were not successful. A magnet reset was attempted 3 times with no success. It was noted audible tones were heard. Technical services (ts) recommended device replacement. At this time, the s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was explanted and a new device was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty with interrogating the device with their home monitoring communicator. A latitude patient support specialist performed troubleshooting with the patient. Disk analysis was performed in which it was noted the home environment seemed unlikely to be the cause. It was questioned whether the device was prematurely depleting. The patient was advised to work with clinic to verify radio frequency settings in the device. The device remains in service. No adverse patient effects were reported. Additional information was received that additional attempts to interrogate the device were made and were not successful. A magnet reset was attempted 3 times with no success. It was noted audible tones were heard. Technical services (ts) recommended device replacement. At this time, the s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was explanted and a new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been returned for analysis. A supplemental report will be updated upon completion of analysis. This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. After chilling the device, rf telemetry was established, suggesting a potential intermittent, temperature-dependent issue within the rf circuitry. Additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. Although there were wake-up periods during this testing that were observed to be within the operational threshold (at least 1.8 milliseconds), most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD. Although this behavior resulted in the observed interrogation difficulties, please note that tachycardia therapy remained available to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty with interrogating the device with their home monitoring communicator. A latitude patient support specialist performed troubleshooting with the patient. Disk analysis was performed in which it was noted the home environment seemed unlikely to be the cause. It was questioned whether the device was prematurely depleting. The patient was advised to work with clinic to verify radio frequency settings in the device. The device remains in service. No adverse patient effects were reported. Additional information was received that additional attempts to interrogate the device were made and were not successful. A magnet reset was attempted 3 times with no success. It was noted audible tones were heard. Technical services (ts) recommended device replacement. At this time, the s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was explanted and a new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty with interrogating the device with their home monitoring communicator. A latitude patient support specialist performed troubleshooting with the patient. Disk analysis was performed in which it was noted the home environment seemed unlikely to be the cause. It was questioned whether the device was prematurely depleting. The patient was advised to work with clinic to verify radio frequency settings in the device. The device remains in service. No adverse patient effects were reported. Additional information was received that additional attempts to interrogate the device were made and were not successful. A magnet reset was attempted 3 times with no success. It was noted audible tones were heard. Technical services (ts) recommended device replacement. At this time, the s-ICD remains in service. No adverse patient effects were reported.